Event description:
It was reported that during an angioplasty procedure via right femoral artery, the pta balloon allegedly ruptured at 10 atm. It was further reported that the balloon could not be successfully withdrawn from the delivery sheath. Reportedly the balloon was then planned to remove out of the body along with the long sheath. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one ultraverse 018 device was returned for evaluation. A longitudinal rupture was noted to the balloon. Due to the condition of the device returned, no functional testing was performed. Therefore, the investigation is confirmed for the reported balloon rupture as a longitudinal rupture was noted to the balloon and the investigation remains inconclusive for the reported sheath removal difficulty as functional testing could not be performed due to the condition of the device returned. A definitive root cause for the reported sheath removal difficulty and balloon rupture could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 05/2026). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure via right femoral artery, the pta balloon allegedly ruptured at 10 atm. It was further reported that the balloon could not be successfully withdrawn from the delivery sheath. Reportedly the balloon was then planned to remove out of the body along with the long sheath. There was no reported patient injury.